Event description:
It was reported that a one-link catheter extension set did not flow during a blood draw. The customer stated that the line had not been primed prior to drawing blood. The device was being used with a non-baxter needleless transfer device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, the customer did provide an unused sample. A visual inspection and a functional testing were performed. No malfunctions or abnormalities were identified during the visual inspection. An in-house syringe filled with distilled water was used for the flow check. The device was found to flow without issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample returned was not used and not from the same lot as the reported/affected device. Should additional relevant information become available, a supplemental report will be submitted.